Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 10 events for the failure: overheating of device. - 6 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had insufficient information. - 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 10 events were reported for this quarter. Product return status 8 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. 1 device was received. Evaluation findings (results/components) 8 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable 1 device: no device problem found / part/component/sub-assembly term not applicable product disposition 8 devices: product not received 1 device: scrapped by stryker 1 device: product disposition is not yet determined additional information 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.